Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Troubleshooting with tandem technical support indicated that pump was operating as expected; however, customer maintained that there was a fill estimate issue. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 168 mg/dl.